Event description:
Paramedics attended to a person described as "dead on arrival". The pt's ECG was observed to be asystolic. The operator attempted to put the defibrillator into the AED mode by pressing the advisory button. The service indicator was allegedly illuminated and the device would not go into the AED mode. The pt was transported to the hosp. The pt was not resuscitated. The reporter indicated the alleged malfunction did not cause or contribute to the pt's death. The reporter indicated the pt was not viable.